Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample has not been returned for evaluation to date. Based on the information received, the results are inconclusive and the root cause of the event is unk. This application represents and off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in the case. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.

Event description:
It was reported that during a procedure to place a stent graft in the sfa, the stent graft failed to deploy. The intended site was the sfa and the approach taken was contralateral. A 8 f sheath and a 0.035 guide wire were used for the procedure. The path was not tortuous, and there was no difficulties in advancing the system to the lesion. Once at the intended site, the doctor met with a lot of resistance as he tried to deploy the device. He removed the device and completed the procedure without any difficulty with a different stent graft. No injury to the patient.